Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks for lead noise. The patient was asymptomatic. Secure sense went passive and the shocks were delivered. The device was explanted and replaced on (B)(6) 2018. The right ventricular lead was capped and replaced on the same day. The patient was stable before, during and after the procedure.